Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced with another device of the same model. The device was returned with no paperwork and no allegation of malfunction. Subsequently, this device was pulled from archive for further analysis testing. Initial laboratory testing identified current leakage in a capacitor that was beyond this component's design specification. Detailed analysis will be performed in order to determine the overall impact to this device's longevity.